Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the screen wassn't responding when the front cover was removed it was displaying the number 1. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
H6. Component code: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had scratched front cover, line cord faded, quick connect corroded, bumper feet missing, water tank contaminated, and plate clip was leaking. Functional testing performed. The customer's complaint was confirmed. Removed the cover and turned the device on. The lcd (liquid crystal display) only shows 1 number on it. The root cause is that the pcb (printed circuit board) is defective. No actions taken due to the demand, condition, and age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.